Manufacturer narrative:
Upon further review, it was determined that this event was reported in error as it would not likely cause or contribute to a death or serious injury.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00449 and 3012447612-2017-00476 thru 3012447612-2017-00478.

Event description:
It was reported that four final drivers were worn. Additional information has been requested but has not been provided. This is report four of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.